Event description:
It was reported the pt felt some rib stimulation. An x-ray observed the lead had migrated to the left. Surgical intervention will likely be undertaken to resolve the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.